Event description:
Boston scientific received information that one of the patient's leads came loose and the patient had to go in to have the lead re-attached. The patient was told by the physician that if the lead comes loose again, the device will be replaced. Efforts to obtain additional product information were unsuccessful. This product issue will be updated once additional information was received. The leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.